Event description:
It was reported by service report that the fowler will not lower. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: gas spring trip, fowler.